Manufacturer narrative:
Manufacturing review: a lot history review could not be performed as the lot number was not provided. Complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one duel lumen hickman catheter 10 fr was returned for evaluation. Functional, gross visual, microscopic visual, and tactile evaluations were performed. The investigation is confirmed for catheter burst as a c-shaped crack was observed distal to the bifurcation. Necking was observed on surface of the catheter at the location of the c-shaped crack when tube was placed under tension. Microscopic evaluation revealed a granular break surface near the center of the split. The edges of the split were smooth. Furthermore, the investigation is confirmed for a pinhole leak, as a leak was observed approximately 2cm proximal to the cuff when the white lumen was infused. The definitive root cause could not be determined based upon available information. Gross visual and microscopic visual evaluations confirmed a kink in the catheter tubing located in between the cuff and the suture. The kink is distal to the c-shaped crack and may have contributed to the catheter burst. However, it is unknown if patient and/or procedural issues contributed to the observed kink and/or to the reported catheter burst. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and nursing guide) showed that the product labeling is adequate.

Event description:
It was reported that the patients catheter was identified with an alleged pinhole rupture above the y-site, near the dressing when the nurse was flushing the catheter. It was alleged that the catheter was immediately clamped between the hole in the lumen and the patient, and was covered with sterile dressing. Reportedly, the catheter was removed approximately two days later in ir (interventional radiology). There was no reported patient injury.

Event description:
It was reported that the patients catheter was identified with an alleged pinhole rupture above the y-site, near the dressing when the nurse was flushing the catheter. It was alleged that the catheter was immediately clamped between the hole in the lumen and the patient, and was covered with sterile dressing. Reportedly, the catheter was removed approximately two days later in ir (interventional radiology). There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review could not be performed as the lot number was not provided. Complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one duel lumen hickman catheter 10 fr was returned for evaluation. Functional, gross visual, microscopic visual, and tactile evaluations were performed. The investigation is confirmed for catheter burst as a c-shaped crack was observed distal to the bifurcation. Necking was observed on surface of the catheter at the location of the c-shaped crack when tube was placed under tension. Microscopic evaluation revealed a granular break surface near the center of the split. The edges of the split were smooth. Furthermore, the investigation is confirmed for a pinhole leak, as a leak was observed approximately 2cm proximal to the cuff when the white lumen was infused. The definitive root cause could not be determined based upon available information. Gross visual and microscopic visual evaluations confirmed a kink in the catheter tubing located in between the cuff and the suture. The kink is distal to the c-shaped crack and may have contributed to the catheter burst. However, it is unknown if patient and/or procedural issues contributed to the observed kink and/or to the reported catheter burst. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and nursing guide) showed that the product labeling is adequate.